Event description:
It is reported that the pt was revised due to pain and a pseudotumor. Corrosion was noted at the head/neck junction during the revision.

Manufacturer narrative:
Evaluation summary: product was not returned for review. Primary surgical notes were received and no complications were noted. Revision surgical notes state that the pt had a large soft tissue collection posteriorly with gray tissue. The taper junction at the head and neck was noted to have moderate to severe amount of corrosion with black surface in the head and on the neck taper. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective cation is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.